Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an oxygen not available error had occurred. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
It was reported that an oxygen not available error had occurred. The unit was sent to bench repair. At bench repair, the bench service engineer (bse) replaced the oxygen solenoid valve and the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The bse replaced the oxygen solenoid valve and the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.